Event description:
The pt "was not used to getting this much morphine" and the pt experienced an overdose. The specific symptoms of overdose were not known by the reporter. The hcp planned to decrease the pump dose by 50% because of the overdose symptoms. It was later reported that the pt was on a ventilator. The cause of the event was unk. The pump dose was lowered on (B)(6) 2011; results were not known at the time of the report. The drugs used in the pump at the time of the event were morphine and lioresal.

Manufacturer narrative:
(B)(4).